Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of adverse reaction ('highly incapacitating issues after essure device insertion') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse reaction (seriousness criteria hospitalization and intervention required). The patient was treated with surgery. At the time of the report, the adverse reaction outcome was unknown. The reporter considered adverse reaction to be related to essure. Amendment: the report was amended for the following reason: nullification: this record was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted from bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of adverse reaction ('highly incapacitating issues after essure device insertion') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse reaction (seriousness criteria hospitalization and intervention required). The patient was treated with surgery. At the time of the report, the adverse reaction outcome was unknown. The reporter considered adverse reaction to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.